Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients representative reported that they were not pleased with the position and placement of the implantable pulse generator (ipg) in the skin and that the ipg site is painful to touch. Ipg remains in use. No further patient complications have been reported as a result of this event.